Event description:
It was reported to manufacturer that the vns depression pt was hospitalized for a suicide attempt. The pt stated that she was in a coma and was intubated for 2 days. The relationship of the event to vns is unk. It is unk if the event was above, below or back to pre-vns baseline and if any programming or medication changes contributed to the event. Moreover, it is unk if any interventions have been planned or taken. Good faith attempts to obtain additional information have been unsuccessful to date.